Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Manifold, other/defective. Filter inlet, dirty/clogged. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Manifold, other/defective. Filter inlet, dirty/clogged. Dealer states the unit has low o2 and no alarms.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has low o2 and no alarms.